Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand during surgery.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. No case logs from the procedure were submitted despite multiple attempts of contact. A field service engineer was dispatched and confirmed firmware of stabilizers is up to date, confirmed no error associated with stabilizers appear up diagnosis, and the system is fully operational. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.